Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/30/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/01/2012 with the following findings: a review of the black box shows one time change on (B)(6) 2012 from 23:30 to 23:29. There are no time and date resets or other date and time changes in the black box. A review of the pump's basal and bolus histories indicated that a time change occurred on (B)(6) 2012 and the times were out of order. The black box data for the date of the alleged issue is unavailable for review due to continued pump use. The pump was exercised for 24 hours with no delivery issues. During investigation, 2 boluses from the pump and 1 bolus from the meter were performed and accurately recorded in the pump histories. The pump was powered down and then powered up again, and the time and date settings held appropriately. There was no defect found on investigation. The complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that she received a max total daily dose alarm on (B)(6) 2012, and upon reviewing the pump history found that on (B)(6) 2012 the date in the pump had switched from (B)(6) 2012 to (B)(6) 2012 without user intervention. The date change allegedly occurred the same day as a routine battery change. The patient confirmed that the time and date did not reset with battery changes. Customer support reviewed the pump histories with the patient and found some boluses that were not in chronological order within the bolus history. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because the alleged malfunction could not be explained and remained unresolved.